Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using a continuous suture technique during an open total knee replacement procedure , the thread of the suture was found to be broken just before use of the device. The little loop was not sealed correctly and the product was already like this in the packaging and could not be used. They took a new device to close the subcuticular layer in knee replacement in order to complete the case. The product will be sent in along with one other unopened sample of the same lot fortesting. There was no patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.